Manufacturer narrative:
The sales representative who reported the event stated "the office" was able to duplicate the error. There is no additional information available at this time. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a graphical user interface (gui) loss of breath delivery (bd) communication during a lecture being given by a sales representative. The sales representative reported the ventilator was being powered via the battery. It was also reported that the ventilator was powered on but not cycling at the time the continuous alarm occurred. There was no patient involvement.